Event description:
It was reported that the pt lost therapeutic effect. The pt underwent a lead replacement to address high impedances (>4000 ohms). During revision it appeared that the lead was attached by wire. No injury was reported and the pt regained stimulation following the lead replacement.